Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly at the failure analysis center and determined the cause of the failure to be broken off contact tabs in contact socket seven and three.

Event description:
It was reported that the device would intermittently fail to detect the therapy cable connection when it was moved or stretched. There was no pt use associated with the event.